Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device keyboard was not working. The field service engineer (fse) identified that the keyboard had liquid spilled on it and had stopped functioning. The customer was advised to use any universal serial bus (usb) keyboard as a temporary solution. The keyboard was replaced. Testing was performed using the hardware test application (hta), and the technician was able to log in successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a lemonade spill occurred on top of the station, after which the keyboard stopped working.however, there were no delays or adverse events or injuries reported based on this event.